Event description:
It was reported that in the or while the doctor was attempting to place the catheter into the (B)(6) patient's right radial artery, there was difficulty advancing and withdrawing the swg. The entire catheter assembly was removed, where it was discovered that the swg had formed a "gooseneck deformity", however the swg remained fully intact. The doctor noted that there appeared to be no damage to the artery or to the patient. As a result, a new kit was opened and used to complete the procedure without issue. It was noted that the new assembly was inserted into the patient's opposite artery. There was no reported delay, death, or complication to the patient as a result of this issue or occurrence.

Manufacturer narrative:
(B)(4).